Event description:
It was reported that the patient presented in the emergency room experiencing bradycardia. Upon interrogation, it was discovered the pacemaker (pm) exhibited failure to capture and was found in back up mode due to an unspecified telemetry issue. While attempting to restore the pm, unspecified telemetry issues were noted. The pm was then successfully restored. The patient was discharged. The patient then experienced a syncopal event and presented back in the emergency room. While attempting to interrogate the pm, it was noted that the pm exhibited failure to interrogate and that the failure to capture reoccurred. The pm was explanted and replaced. The patient was discharged.